Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition the pump has low flow rate. The reporter stated that the volume to be infused was set to 50ml at a rate of 100ml/hr. The unit delivered 40ml in 30 minutes using a 1000ml ensemble epump. The test was completed several times to verify the results. The unit was triaged and the reported issue was not confirmed. A root cause could not be determined. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preventive maintenance the pump has low flow rate.

Manufacturer narrative:
Submit date: 14-jun-2017.

Event description:
According to the reporter, during preventive maintenance on (B)(6) 2017, the pump has low flow rate. The reporter stated that the volume to be infused was set to 50ml at a rate of 100ml/hr. The unit delivered 40ml in 30 minutes using a 1000ml ensemble epump. The test was completed several times to verify the results.